Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Agent ide clinical study. It was reported that positioning difficulties were encountered. The subject presented with stable angina and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) and was 20 mm long with a reference vessel diameter of 4.0 mm. The target lesion was predilated with a 4.0 mm x 20 mm nc emerge mr balloon. While going to high pressure, the balloon caused watermelon seeding. The lesion was further predilated with 4.0mm x 12mm and 4.0mm x 6.0mm nc balloons and with a 4.0mm x 6.0mm wolverine cutting balloon. Following pre-dilation, the lesion was successfully treated with 4.0 mm x 30 mm study balloon with 10% residual stenosis and timi flow of 3. On the following day, the subject was discharged on aspirin and clopidogrel.